Event description:
It was reported that the right ventricular (rv) lead exhibited dips of low pacing impedance, which triggered rvtip to rvcoil lead impedance alerts. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.